Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported multiple hospitalizations due to high and low blood glucose readings. Customer's blood glucose reading at the time of the first hospitalization was 842 mg/dl. Customer reported symptoms of lack of energy and feeling sick prior to the hospitalization. Customer's blood glucose reading at the time of the second hospitalization was 18 mg/dl and 40 mg/dl during the third hospitalization. Customer stated that they believe the insulin pump is malfunctioning and the insulin pump has not alarmed or beeped informing them of the malfunction. Customer declined any troubleshooting. Customer's blood glucose reading at the time of the call was 54 mg/dl. No further information reported.

Manufacturer narrative:
Additional information has been received after the initial report was submitted. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.